Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. Visual inspection revealed a cut in the catheter shaft 5.5¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the cut noted during analysis remains unknown.

Event description:
The report is to advise of a cut noted in the catheter during analysis.

Manufacturer narrative:
As this issue posed no risk to the patient, abbott has determined that this event is no longer reportable.

Event description:
As this issue posed no risk to the patient, abbott has determined that this event is no longer reportable.